Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had iop test failure at 10:01 am alarm. Customer's blood glucose value was 188 mg/dl. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm. Customer was able to complete rewind. Customer reports they performed self-test but insulin pump failed the test. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no iop test failure at 10:01 am alarm noted during testing.